Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Blood was observed on the septum of the delivery catheter. The septum of the catheter had leaks and/or was incontinent. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned without the dilator. The analyst noted the septum of the delivery catheter leaked from the septum orifice while flushing. There was a blood clot on the valve of the septum that allowed leakage while flushing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during contrast imaging, the delivery catheter exhibited leakage out from the side of the valve where the lead was inserted, making imaging impossible. Blood is also constantly leaking out. The delivery catheter was attempted, not used. It was further reported that a second delivery catheter was returned to the manufacturer, analyzed and tested out-of-specification. No patient complications have been reported as a result of this event.